Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was initially placed in an unfavorable position on the head. The original site was too posterior. Following that, the patient experienced poor sound quality from the implanted device. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.